Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 17-aug-2023. H6: investigation summary two 2000e-04 samples from lot 21126075 were received for investigation. One sample was received without packaging, whilst the second sample was received in sealed packaging. The feedback provided by the customer suggests a complete occlusion was detected during use of the smartsite device in connection with an unreported syringe. A visual inspection of the returned samples did not identify any obvious damage or manufacturing defects which could have caused or contributed to the customer's experience. Functional testing was performed by connecting the smartsite to a 50ml bd plastipak syringe from stock and flushing with fluid; no occlusions or flow restriction was identified throughout testing (appendix 1 & 2). The details of this feedback were forwarded to the manufacturing site for investigation. A review of the production records for lot 20076578 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. It was not possible to confirm the root cause of the customer¿s experience in this instance. Testing of the returned sample did not identify any product defects or quality deviations that could have contributed to the customer¿s experience. Previous complaints for occlusions have been related to features on the surface of the male luer of the connecting products. These features include flash or a raised edge to the tip of the male luer which have previously been shown to intermittently lead to restricted flow due to them pinching the blue piston of the smartsite and not allowing it to open. H3 other text : see h10.

Event description:
It was reported that 4 bd smartsite¿ needle-free connectors were blocked during the flush. The following information was provided by the initial reporter: "bd smart site connector ref 200e-04 current batch 21126075 ¿ we have recently had approximately three or four that appear to be faulty ¿ our nurse practitioner in our ed department has filled out a product incident risk report form today advising, and I quote from report ¿ failed leur plug ¿ re site IV line in patient ¿ good blood return but would not flush. Changed syringes, then changed the plug (2000e-04) which then flushed¿ I have also had another nurse that said she had the same problem with a connector"

Manufacturer narrative:
B.3. Date of event: unknown. The date received by manufacturer has been used for this field. H.3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 4 bd smartsite¿ needle-free connectors were blocked during the flush. The following information was provided by the initial reporter: "bd smart site connector ref 200e-04 current batch 21126075. We have recently had approximately three or four that appear to be faulty. Our nurse practitioner in our ed department has filled out a product incident risk report form today advising, and I quote from report ¿ failed leur plug ¿ re site IV line in patient, good blood return but would not flush. Changed syringes, then changed the plug (2000e-04) which then flushed. I have also had another nurse that said she had the same problem with a connector".